Event description:
Reporter alleged blood glucose measured 91 at 9:03 am back to back with a result of 197 mg/dl at 9:06 am. No actions were taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.